Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with unspecified damage was confirmed during product evaluation. The cause was determined to be a damage door. The door, a long with required parts, was replaced and the occlusion detectors were calibrated to resolve the problem.

Event description:
The facility reported a flogard infusion pump with an unspecified malfunction. This condition occurred after delivery. This complaint has the potential to interrupt delivery. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available at this time.